Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos). There was also a loss of pacing due to the twos. Additionally, a lead integrity alert triggered last month due to high rate non-sustained episodes and sic (sensing integrity counter). It was noted that patient was in an ongoing fluid overload situation based on the stored device data. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.